Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Event description:
Medtronic received information of a pericardial effusion. The transseptal atrial puncture was performed using a rf needle and the guide wire was inserted to left atrium (la) through the foramen ovale. The physician reported difficulty/resistance inserting a transeptal introducer through the foramen ovale. The flexcath advance sheath was then inserted. Following fluoroscopy and lesion geometries at la and pulmonary veins, the arctic front advance cryoablation catheter and achieve mapping catheter were inserted in the flexcath advance sheath and placed at the lspv. There were issues during inflation of the balloon of the cryoablation catheter; the balloon was not sufficiently inflated for ablation and the physician removed the catheter to replace it with another arctic front advance catheter. When the new catheter was prepared, the pv fluoroscopy was reviewed and found that the slight amount of dye was leaking out of the blood vessel area (epicardium). Intacardiac echography showed possible accumulation of pecardial effusion and the procedure was stopped. The patient's health care providers reported that the patient's blood pressure decreased and 600cc of fluid was aspirated. The patient is expected to be hospitalized more than one week. Device 3 of 3, reference MFR report: 3002648230-2014-00202 and 3002648230-2014-00203.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.